Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned and analyzed. There were no anomalies found. The distal conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The inner tubing was kinked/buckled. The outer tubing overlay was breached cut. There was blood in/on helix/lobe mechanism (sleeve head) and the helix/lobe mechanism. There was a tip seal observation and damage at implant.

Event description:
It was reported that during implant, the helix would not extend upon the second attempt to position the lead. The lead was not used and replaced with a new one. No patient complications have been reported as a result of this event.